Event description:
The customer reported that the system had an interlock error and would not boot up. There is not report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the filament and generator boards. The system operates as intended.